Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface (gui) printed circuit board (pcb); the service engineer performed a software update.

Event description:
It was reported that the customer was unable to read the values on the ventilator's lower display. The ventilator was not in patient use at the time of the event.